Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the drive support cap came out. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that the insulin pump was dropped. The customer's mother stated that they glued the drive support cap back into the insulin pump. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with end cap broken off also, unable to perform functional testing due to end cap broken off. The drive support disk ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.